Manufacturer narrative:
Internal report reference number: (B)(4). Customer returned incorrect meter and control solution. Test strips were returned - no defect found most likely underlying root cause: mlc-018 user has high glucose value note: manufacturer contacted customer in a follow-up call on 18-mar-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Customer stated the high results began about one month ago. The customer is concerned with all meter memory test results. The customers expected am fasting blood glucose test result range is 98-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the customer's desk. The test strip lot manufacturers expiration date is 02/13/2022 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history: (B)(6).